Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, an attempt was made to take a blank image with the navigation system, but it failed and the system accessed "exit" autonomously. The 2d fluoro navigation was used for this case. A second attempt was made, but the same result occurred. Before a third attempt was made, one series of two series CT data that was imported on a previous day, was deleted. For the instruments a sharp probe and passive reference frame, and a target were used to attempt taking a blank image but this was unsuccessful. As the system accessed "exit" autonomously, the decision was made to not use this navigation system. The "procedure" was copied and images taken were checked. Although the system operation was slow, the system did not exit autonomously at this time and the blank images were imported. In the original "procedure" images were not imported. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. Review of the logs showed 4 successive application cores on (B)(4) 2017. In each session, the last user action was the fluoroscopy calibration step. This issue was documented in a medtronic navigation software anomaly tracking database.